Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a nursing home. The cause of death was parkinson's disease and brain tumors. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The pump was removed as no matter how much insulin they were putting in, their blood glucose levels remained between 400-500 mg/dl. The customer was not using sensors. The caller declined to return the insulin pump for analysis.